Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin t gen 5 (troponin t) on a cobas e 801 analytical unit. The initial result was 6.00 ng/l with a data flag. The nurse questioned this result as it was different than the previous result of 1221 ng/l. The sample was repeated with a result of 1213 ng/l. This result was believed to be correct.

Manufacturer narrative:
Calibration was last performed on (B)(6) 2025 with no issues. The qc data did not suggest a reagent performance issue. No issues were identified during a review of the alarm trace data. The field service engineer (fse) performed precision testing and verified the instrument configuration. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.